Event description:
It was reported that the stent prematurely deployed during device preparation. An innova 5 x 60 x 130 was selected for use in the lower left extremity to treat peripheral artery disease (pad). During device preparation, the innova delivery system was removed from the packaging and was observed to be partially deployed. The delivery system was advanced over the guidewire when the stent prematurely deployed inadvertently, prior to entering the sheath. The innova was replaced with another innova 5 x 60 x 130 to successfully complete the procedure. There were no reported adverse consequences to the patient. The device was discarded by the customer.

Manufacturer narrative:
Device media analysis: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone and a kink to the middle sheath, 5.2 cm from the distal end of the middle sheath. The stent was partially deployed 1.3 cm from the middle sheath. Microscopic examination revealed no additional damages. The pull rack and yellow thumbwheel lock were still in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the stent was partially outside of the sheath.

Event description:
It was reported that the stent prematurely deployed during device preparation. An innova 5 x 60 x 130 was selected for use in the lower left extremity to treat peripheral artery disease (pad). During device preparation, the innova delivery system was removed from the packaging and was observed to be partially deployed. The delivery system was advanced over the guidewire when the stent prematurely deployed inadvertently, prior to entering the sheath. The innova was replaced with another innova 5 x 60 x 130 to successfully complete the procedure. There were no reported adverse consequences to the patient.